Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# v587363, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient noticed a loss of coverage a few months ago and their health care professional (hcp) was programming around the high impedances. There were impedances on (B)(6) 2016. The patient was in for a revision of their lead. The manufacturer representative (rep) noted that when the lead was first tested all impedances were 770-1295 ohms range except for contact 1. Everything with 1 was showing greater than 10,000 ohms. The hcp had already planned to replace the lead since the patient had issues in the past with 0-3 being high and the patient had loss coverage. Once the hcp replaced the lead impedances were still in 770-1295 range with the exception of 1 being at greater than 10,000. They went in and switched the implantable neurostimulator (ins). They went to test at that point, 1 and 7 contacts were showing greater than 10,000 ohms. They tried testing at 3v and they showed greater than 40,000 ohms. The same issues seen if testing lead impedance with screening cable/external neurostimulator (ens). They went back to test the extension as well as lead only and again 1 and 7 were showing 10,0000 ohms. It was noted that the hcp was reprogramming around the high impedances. Other relevant medical history includes complex reg pain syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.